Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter displays a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple months prior to contacting lfs. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. After the alleged issue, the patient claims she felt symptoms of dizzy and blurry vision. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing. There was no indication of misuse. The cca confirmed the batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up ((B)(4) 2012) - device evaluation: the test strip involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the reported issue was unfounded during investigation. However, unrelated to the issue, the meter was found to have white residue in the display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.